Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and a blood glucose of 490 mg/dl. The customer had not been feeling well since (B)(6) 2014. The customer's symptoms were vomiting, nausea, excessive thirst and urination. The customer unsuccessfully treated with insulin pump bolus and manual injections. He was treated in the emergency room with an insulin drip and manual injection. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The settings and history were correct. The high pressure test was performed and passed. Upon removal of the infusion set, the cannula was not bent. The insertion site was not sore or irritated. The customer was advised to change the entire set, reservoir and insulin. The customer stated he had had diabetic ketoacidosis and high blood glucose of 1000 mg/dl in the past. Nothing further reported.